Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day of attempted placement in ada site 5 in the mouth, the implant did not achieve primary stability in type ii bone. Clinician noted the patient's possible sinus perforation and mobility. Another implant was not placed in this site on the same day. The socket was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Event description:
The clinician reported that on the day of attempted placement in ada site 5 in the mouth, the implant did not achieve primary stability in type ii bone. Clinician noted the patient's possible sinus perforation and mobility. Another implant was not placed in this site on the same day. The socket was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.rp.018167.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.